Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a

Event description:
During a call to animas on (B)(6) 2012, the patient reported that on an unspecified date she was hospitalized for a gallbladder and heart attack. The patient claimed that prednisone she was taking for upper respiratory issues caused the heart attack. At the time of the call the patient mentioned her blood glucose (bg) went up over 900 mg/dl and she continued to have elevated bgs when she treats the high bgs either with the pump or pen use in addition to the pump. The patient stated her hcp cannot control her bg and does not know why. At the time of the call the patient mentioned her bg earlier that day was 443mg/dl and reported it being as high as 600mg/dl. The patient stated she was "spilling ketones" and was not "feeling well", but attributed the not feeling well to just recently having surgery and issues with her gallbladder. At the time of the call animas customer support noted that the patient stated she was not implicating the pump to the high bgs. The patient was unable/unwilling to review pump settings and history. This complaint is being reported because, the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.